Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. Device passed the keypad voltage test. No damage noted to keypad assembly and connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).